Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The catheter had a breakage at its tip, so the liquid leaked.

Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined from the video. The video showed what appeared to be a 24g insyte autoguard IV catheter with an extension set attached to the adapter. A red colored fluid was being flushed through the IV catheter and a drop of fluid was observed at the nose of the adapter, which was consistent with a leak. A red circle was superimposed over the nose of the adapter as the video played. As the video supports your reported event, the complaint was confirmed. Without the physical sample, the characteristics of the leak site and the root cause of the reported issue could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
No new information.